Event description:
The customer reported that during use of this insufflator to perform a laparoscopic cholecystectomy, the flow rate would not increase past 8, which resulted in a loss of abdominal distention. The user obtained a backup insufflator and completed the surgery as intended without pt injury. There was a 15 minute surgical delay related to this event.

Manufacturer narrative:
An eval of the returned unit found the proportional valve on the primary manifold had a white film on the input screen, which may contribute to the reported problem. A review of repair history found no prior repair for this unit.